Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a motor (rewind issue) issue. It was alleged the piston rod was not rewinding completely. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 19-jul-2019 with the following findings: review of the black box data revealed multiple rewind attempts at the end of the data records. On investigation, the pump powered on and rewind, load and prime steps successfully completed. No alarms occurred during the investigation and the piston was able to fully retract and advance. Investigation did not duplicate the alleged rewind issue.